Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, 917:urge incontinence it was reported that  they were having bladder problems and turned their therapy off for a while because they were having trouble regulating it. Patient said that their therapy was not doing much good. Patient said when they took it to a higher level, it would give them a shock, so it was not working very well. Patient said it did work for a while, and then they had different problems where they've been retaining their urine and everything else. Patient said they checked if they had a gallstone, but they did not. They also had to be checked for cancer and had to go to a specialist. Patient said they wanted to put a catheter in them because they were retaining so much urine. The patient said after placing the catheter, they were urinating better, and they did not have much problem with it. Patient said they were told to have the stimulator checked so that a medtronic representative could come out and see what they can do with the stimulator to make it work better. Patient said they went to the bladder doctor and they could not find their external device anywhere, so they need to order a new one. Agent reviewed the external device replacement process and sent the sunmed replacement process email to them. Agent asked for the event date. The patient said after their surgery it would have been (B)(6) 2025.